Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality coordinator reported in behalf of the customer that on (B)(6) 2019, the 00mlxau mlx 300 xenon lightsource w/australian power cord smelt of smoke during its use. There was no patient contact, or injury reported. No other information provided.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the mlx 300 light source found no external visible, physical damage. Internal inspection found the heat extended mirror was loose, not mounted in its holder. Functional testing found the lamp ignited and the unit functioned properly. The out-of-place heat extended mirror resulted in the full intensity of the light to penetrate the internal assemblies and the turret. This condition results in melting or burning of internal components, smoke may be emitted along with a burning smell. DHR reviewed no manufacturing, workmanship, or material deficiency has been identified. The reported complaint is confirmed. The root cause was considered user error due to tampering. Device identifier: (B)(4).